Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose (bg) level was 42 mg/dl. The customer gave a correction bolus via the pump and a manual injection to address elevated bg. Reportedly the customer entered the incorrect transmitter ID into the pump. The pump and transmitter regained connection and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide the transmitter ID must be entered correctly into the pump to receive sensor glucose readings. H3 other text : device not returned.